Event description:
It was reported to me that patient had a partial lead removal. The surgeon was not able to remove the entire lead due to adhesions (fibrosis). The explanted portion of the lead has not been received to date.

Event description:
High lead impedance was identified to still be present at a follow-up appointment.

Event description:
It was reported by a company representative that high lead impedance was found during surgery after the replacement generator was connected to the previous lead. The previous generator was unable to be interrogated due to battery depletion. The patient was scheduled for a lead revision. The previous generator was discarded by the explant facility. Additional relevant information has not been received to-date. No known lead revision surgery has occurred to-date.